Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report# 1627487-2013-12046. It was reported the impedances were invalid on one of the pt's lead. The physician removed and replaced the lead. The pt was programmed with effective stimulation. Note the pt received two leads with different lot numbers. It is unk which lead was explanted therefore, both leads are being reported.